Event description:
The customer reported being in the emergency room due to high blood glucose of 350 mg/dl, and he was treated with manual injections. The caller experienced nausea, vomiting, and fruity breath. Troubleshooting was performed. Assisted the customer to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The caller also mentioned having motor error alarms during the prime process. Ran the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.